Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl, 250 mg/dl, and 170 mg/dl, while using the suspect device. Based on these values, patient reportedly doubled his dose of an oral diabetic medication and sought treatment at the hospital. An unspecified time later, patient's blood glucose measured 139 mg/dl on a hospital device. No treatment was received and patient was released. While on the line with technical support, patient was unable to locate these values in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.